Event description:
It was reported that during procedure the end of the lag driver retaining rod broke inside of the patient. No pieces were left in the wound. It is not known how the procedure was finished and if there were surgical delays.

Manufacturer narrative:
It was reported that during procedure the end of the lag driver retaining rod broke inside of the patient. No pieces were left in the wound. It is not known how the procedure was finished and if there were surgical delays. The affected complaint device, used in treatment, was returned and evaluated. A visual inspection of the returned part confirmed the stated failure. The tip of the device has broken off. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Some potential causes of the reported event could include but are not limited to surgical technique used or device alterations. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.